Event description:
The reporter stated the surgeon used an aq2010v three piece silicone lens. The reporter was unable to give a description of the problem and unsure if there was patient contact. Further information requested, but not yet forthcoming. Any additional information will be supplemental submitted.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product found small piece of optic torn off and missing. There was evidence of clear surgical residue.